Event description:
The catheter broke near the oval disk.

Manufacturer narrative:
Additional information has been requested. If additional information is provided, a supplemental report will be submitted. (B) (4).